Event description:
The complainant reported that a therapeutic radiofrequency ablation (rfa) was performed percutaneoulsy to the liver of a pt (age and gender unk). Three ablations were performed on the pt during this procedure. The complainant indicated that the procedure was successfully completed and there was no adverse affect on the pt. The complainant indicated that upon the conclusion of the ablations, the physician attempted to remove the coaccess electrode system from the pt, but the tines were unable to be pulled back into the needle. The physician then forcefully removed the device while holding the cannula, but an injury from the tines was incurred to the physician's hand upon the removal of the needle. It is reported that injections of both "progrin" and a vaccine were administered to the physician as a result of injury. The complainant confirmed that per the results of f/u blood tests that were performed, there was no anomalies related to the physician's injury. No add'l event info has been able to be obtained.

Manufacturer narrative:
The customer returned 1 coaccess electrode needle in a generic pouch with the original tray. A visual inpsection of the device was performed. The device was rec'd in a a condition that indicated that it had been used in a pt. The inpsection revealed heavy blood residue on and in the proximity of the device array and handle. In addition, during the inspection of the device, the tines were observed to be damaged, and the cannula exhibited a slight bend located approx 0.5" from the proximal end of the cannula. The device was then disassembled, and additional blood residue was seen within the handle and on plunger. Once the device was cleaned of the significant amount of dried blood/tissue within the base of array, the array was able to be retracted. This customer's complaint condition of difficulty retracting the device was confirmed. The root cause was determined to have been the result of heavy blood residue which had dried on the array and within the cannula, and which resulted in difficulty retracting the device and removing it from the pt. The device dfu for this product states the following: as necessary, clean the array between deployments by rinsing the array in sterile solution by gently wiping the tines to remove excess tissue. Accumulation of excess tissue on the tines may make array retraction difficult. A review of the device history record showed no anomalies. The boston scientific quality and mfg engineering depts have been notified of this incident through the complaint review process. Boston scientific corp will continue to monitor for trends and future complaints of this nature for this product. Date filed: 30 june 2006.